Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited externalized conductors and noise. Myopotential oversensing and pacing lead impedance were suspected, and the noise was able to be reproduced with deep breathing and isometric tests. The lead was capped and replaced. The asymptomatic patient was stable.